Manufacturer narrative:
This report is submitted february 22, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at abutment site and subsequently underwent surgical drainage on (B)(6) 2018. The implanted device remains.